Event description:
It was reported that there was ¿some blood¿ inside the header block of the device. The lead was unable to be inserted after wiping it ¿several¿ times because the blood was at the end tip of the device. Later that day it was reported that the health care provider (hcp) had difficulty inserting the lead into the connector block. When the lead was successfully inserted the impedances were greater than 4,000 ohms. A new device was opened and there were no issues encountered during the connection process. Impedances were also normal. Five days later it was reported that good impedances were unable to be obtained due to ¿resistance within the device.¿ there was no patient injury and she recovered without sequela.

Manufacturer narrative:
Concomitant product: product ID 3093-33, serial# unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4): analysis of the device, serial #(B)(4), found damaged balseals in the distal end of the connector block and markings on the inside of the connector block. The setscrew was backed out as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined conclusion code no longer applies to this event. Additional review determined method code no longer apply. Additional review determined result code no longer applies. If information is provided in the future, a supplemental report will be issued.